Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38183414 and lot number 5091414. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the previous similar investigation results, the probable causes might be related to the cannon loading station on the grip - if the machine was misaligned, product supply in the automatic feeder, a detection failure during the product operation process on the product packaging conveyor, or a failure during transportation and/or during product handling. But either a sample and/or photos were not received, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that during the puncture with a #20 peripheral intravenous catheter, when activating the safety device to retract the needle, the device completely disassembled, causing the needle and pieces of the device to come out. This occurred in two situations with different professionals.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".